Event description:
It was reported that the patient experienced a localized scrotal infection leading to pain when using the pump of this inflatable penile prosthesis (ipp). A surgical procedure was performed at which time the ipp cylinders and reservoir were explanted and a mulch washout used to ensure sterility. A new ipp and reservoir were then implanted. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.